Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator was found to be in the back-up mode. The backup mode was triggered during magnetic resonance imaging (MRI) event. The device was suspected to have had possible hardware damage during the MRI as the device image displayed ventricular tachycardia/ventricular fibrillation (vt/vf) detection with a possibility of charging during the MRI. The patient never reported a shock. Due to the possibility of hardware damage the device was explanted and replaced. Patient was stable.